Manufacturer narrative:
(B)(4).

Event description:
It was reported that high pacing lead impedance was observed during a routine follow-up in clinic. The patient was asymptomatic. During a lead revision procedure, the physician noted a lead damage suspected from a subclavian crush. The lead was capped and replaced on (B)(6) 2017. The patient was stable post procedure.